Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
Material no. 367281 batch no. Unknown it was reported that after use of the bd vacutainer® safety-lok¿ blood collection set when disposing of the collection set a needle stick took place. The following information was provided by the initial reporter: the product is the bd vacutainer safety-lok¿reference # 367281 since the use of this product replaced our use of our needlesticks during this task have increased in frequency with the use of the safety lok (from 0 in 2017 to 20% of our 2018 sticks). The safety lock requires 2 hands to engage the safety. There are no more hands to hold the blood tubes and pressure at the site. Feedback from our staff is negative on its use. I am requesting the ability to choose the push button in our facility.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367281, batch no. Unknown. It was reported that after use of the bd vacutainer® safety-lok¿ blood collection set when disposing of the collection set a needle stick took place. The following information was provided by the initial reporter: the product is the bd vacutainer safety-lok¿reference # 367281 since the use of this product replaced our use of our needlesticks during this task have increased in frequency with the use of the safety lok (from 0 in 2017 to 20% of our 2018 sticks). The safety lock requires 2 hands to engage the safety. There are no more hands to hold the blood tubes and pressure at the site. Feedback from our staff is negative on its use. I am requesting the ability to choose the push button in our facility.